Event description:
It was reported that an infant in the nicu was being infused through the device. After the device was in use for an unspecified time, the device started leaking. There were no reported effects on the infant.